Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# (B)(6)); sigphandle, sig power sigphandle handle, (serial# unknown); sigpshell, sig power sigpshell control shell, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic appendectomy, while in the thick appendix, the surgeon waited about two minutes before needle insertion and set the powered stapler to manual slow mode. When firing, the surgeon did pulse firing with five seconds intervals. At that time, a part protruded from the articulation joint of the reload. The damaged part came off. When the powered stapler was released, there were no staples on the tissue. The device did not fire. No device component fell into the patient¿s cavity. Another reload and adapter were used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted that the reload was returned attached to a signia adapter. The reload had a full staple complement. The jaws of the reload were open and articulated towards full pull. The non-articulation flag side blowout plate was fractured distally. The laminates were found to be herniated. There were no missing or disengaged components. It was reported that the articulation joint was broken and the instrument did not fire. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that a component disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.